Event description:
Consumer had ears pierced with the inverness ear piercing system at a retail vendor on 12/29/1997. On 1/5/1998, she sought medical attention for an infection at the ear piercing site. She was prescribed antibiotics.